Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was no scale graduations on the bd luer-lok¿ tip syringe from the 0.9 ml mark. The following information was provided by the initial reporter, translated from french: "users note a lack of graduation from 0.9 ml on a 1ml syringe. Consequences: change of syringe, production delay. Risk of dosing errors of drug substances."

Manufacturer narrative:
The following fields were updated due to additional information: h5: mdrf annex b grid: b15. H5: imdrf annex c grid: c16. H5: imdrf annex d grid: d03. H6: investigation summary: one photo was provided to our quality team for investigation. Upon examination of the returned photo, it was observed that the barrel is missing scale marking from 0.9ml to 1.0ml and the corresponding grad line. Potential root cause for the missing print defect is associated with the assembly process. A device history record review was completed for provided lot number 2049555. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that there was no scale graduations on the bd luer-lok¿ tip syringe from the 0.9 ml mark. The following information was provided by the initial reporter, translated from french: "users note a lack of graduation from 0.9 ml on a 1ml syringe. Consequences: change of syringe, production delay. Risk of dosing errors of drug substances."

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10

Event description:
It was reported that there was no scale graduations on the bd luer-lok¿ tip syringe from the 0.9 ml mark. The following information was provided by the initial reporter, translated from french: "users note a lack of graduation from 0.9 ml on a 1ml syringe. Consequences: change of syringe, production delay. Risk of dosing errors of drug substances."